Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional info (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00768.

Event description:
It was reported that a rejuvenate stem and neck along with a biolox head were explanted due to adverse local tissue reaction.